Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Patient presented with a slightly calcified aneurysm neck angling right to left at approximately 65 degrees. After successful deployment of a (B)(4) bifurcated device and a 25mm suprarenal aortic extension, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which resolved the leak.

Manufacturer narrative:
Use of device with aneurysm neck angle greater than 60 degrees is considered off-label per instructions for use.